Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported or able to be subsequently ascertained.

Event description:
It was reported on (B)(6) 2018 that a patient underwent left atrial appendage management procedure with atriclip ach145 on (B)(6) 2018. A computed tomography scan post-implant detected a blood clot, warfarin was administered immediately after the operation. The blood clot disappeared and current patient status is fine. This event is a procedure related complication. There was no reported device malfunction.